Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. A crack was identified on the surface of the cuff. The cause of the customer reported issue was the damage on the surface of the cuff was causing the cuff to fail in inflating. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that cuff leakage was found with the first tracheostomy tube right after it was placed on the patient. Second tube was placed and found cuff leakage again right after it was placed in the patient. Both tubes were pre-tested before placement. Product was operated by a health professional inside a hospital. There was no patient harm reported.